Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing; the battery discharged as expected during bench testing. Review of the controller log files revealed that on 17/apr/2021 the battery was powering the controller from power port one (1) when the battery capacity decreased from 89% to 26% in 1 hour and 15 minutes. During this period, the pump exhibited high power consumption. Further analysis of the data log file revealed that, when the battery had previously been in use before the pump's power consumption increased, the battery discharged normally and was able to provide power to the controller for several hours. As a result, the reported battery draining event was confirmed. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above normal operating range on the reported event date, it is expected that the battery will be able to provide power to the controller for a shorter period of time. Based on the available information and risk documentation, the most likely root cause of the reported battery power consumption issue can be attributed to the increased power consumption required by the pump running at high power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power consumption issue described as a "battery drain problem." The battery will be replaced. No patient complications have been reported as a result of this event.